Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Customer states she had six infusion sets that she was unable to prime because the insulin would leak from the luer connection. No adverse event reported. Device not available for return.